Manufacturer narrative:
H3: product analysis of part# 7575300 lot# sa11c059 visual and optical examination identified it appears that the handle locking screw is missing. The instrument cannot function as intended. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the rod inserter was broken. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that this product broke at some point and was missing a screw/post. It worked fine previous to that.